Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. A mitraclip xtw was selected for treatment. However, difficulties inserting the clip occurred. The clip prematurely opened and became caught in the silicone portion of the clip introducer. It was observed that the tip of the clip introducer was ripped. While attempting to retrieve the clip, the hemostatic valve of the steerable guide catheter (sgc) was observed to be cracked. Therefore, the sgc and the clip were removed and replaced. A new scg and a new clip were inserted without issues. One clip was deployed on the mitral valve, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
All available information was investigated, and the reported leaking valve was confirmed via device analysis. The reported cracked hemostatic valve was unable to be confirmed. Additionally, it was observed that the sgc hemostasis silicone valve was torn. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information and returned device analysis, the cause of the reported cracked valve was unable to be determined. The observed torn valve was likely a result of procedural circumstances. The reported leaking valve is due to the observed torn valve. There is no indication of a product quality issue with respect to manufacture, design, or labeling.